Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 600 mg/dl. Customer stated that she had a hard time with her insulin pump and she did not know what the numbers were. Customer's blood glucose level was over 600 mg/dl at last night so delivered a 14 units bolus and now she got the screen that showed maximum bolus reached. Insulin pump was buzzed at her for about 6 hours. Customer declined to troubleshooting for high blood glucose level. Customer was assisted with clearing maximum bolus reached alert, and advised that the insulin pump was set at a certain level and can be changed. Insulin pump will not be returned for analysis.